Manufacturer narrative:
The field service engineer (fse) observed bubbles in all three dispense lines. The fse discovered a crack in the housing of the wash pump and replaced the wash pump housing. Upon priming the instrument, the fse noted micro bubbles and the wash stator gasket cracked. The fse replaced the wash stator, rotor, and gasket. The fse performed a passing system check and noted high sensitivity system check failed due to an incorrect routing of the aspirate probe tubing. The fse rerouted the aspirate probe tubing and resolved the issue. The fse completed a successful high sensitivity system check and precision test. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, system hardware, associated with the wash pump and valve, is the likely cause of the event. Beckman coulter continues to track and trend any incident related to this issue.

Event description:
The customer reported non-reproducible troponin I (access® accutni+3) results, for two patients, involving the unicel® dxc 600i synchron® access® clinical system. An initial result from the first patient was released out of the laboratory. The sample was retested on an alternate access® 2 system (per laboratory protocol) and produced a lower result within the normal reference range. An amended report was issued to the hospital. It is unknown if patient care was impacted. There has been no report of patient consequence or change in patient treatment for this patient. A second sample from the same patient was analyzed on the original instrument and retested on the alternate instrument - results varied as in the first sample. The customer stated the second patient's initial result was not released from the laboratory - patient care was not impacted. The customer considered the retested result (second patient) to be correct and reported only this value to the hospital. Beckman coulter customer technical support (cts) advised the customer to perform a 15-replicate precision test on the original instrument, and several fliers were noted. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.